Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The insulin pump was dropped. There is a deep scratch and indent. Customer declined to troubleshoot for high readings. The product will be returned for analysis.